Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection was performed along with a functional test. Functional tests were performed with successful results. The visual inspection found the power cord damage. To correct the condition, the power cord was replaced. No further action was required as the device passed all test performed per baxter procedure. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.